Manufacturer narrative:
(B) (4). (B) (4). Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a sling procedure and an anterior repair on (B) (6) 2010. The pt had to stay in the hosp for four days because she developed a temperature and pain in the left leg. The pt has had six urinary tract infections and numerous antibiotics since surgery, and still has leg pain. The surgeon said the mesh twisted and was not in the correct position. The pt had surgery on (B) (6) 2010 and the surgeon repositioned the mesh. Bladder function is now satisfactory. There is still residual leg pain, but it has improved since the corrective procedure. The pt was taking paracetamol and over-the counter ibuprofen, but this was not adequate. She is now taking tramadol and diclofenac for pain and is still taking antibiotics for another urinary tract infection. A follow-up appointment is scheduled for (B) (6) 2010.